Event description:
Complainant alleged that after delivering two shocks to a patient the medics attempted to deliver a third shock and the device displayed a "bridge test failed" message. Complainant indicated that the patient subsequently expired.